Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08730 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (19) units of normal bolus was delivered on ((B)(6) 2024) between (09:23) and (17:22). Found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value between 11pm and 6am. He alleged over delivery since he does not have any basal rate from 11pm to 6am. The problem has been going on for 4-5 months now. Low was treated with carbohydrates/glucose tablets (not with glucagon). Pump was discontinued and returned for analysis. Mmt-381a and mmt-326a are not returning.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 105 mg/dl. The customer reported hypoglycemia treated with glucagon, glucose/carb intake. Troubleshooting was performed and the insulin pump system was used within 48 hours of the reported low blood glucose event. The event involved product(s) mmt-1715k, mmt-381a, mmt-326a. No further patient complications were reported. The customer will discontinue using the device. Mmt-1715k was requested and customer response was the device will be returned. Mmt-381a was requested and customer response was the device will be returned. Mmt-326a was requested and customer response was the device will be returned.